Event description:
It is reported that the device was implanted in 2002. In 2007, the patient complained of the knee locking up and severe pain. Eventually the patient was able to flex his knee. After the knee continued to lock up, the patient eventually sought treatment at an ER. One week later, the surgeon scoped the knee and found the post on the posterior stabilized articular surface was fractured off near the base. The patient denies any traumatic event prior to the symptoms. The fractured piece was removed and the knee was found to be stable at this point. The patient is scheduled to revise the rest of the device at a later date.

Manufacturer narrative:
Evaluation summary: the spine piece shows deformation damage having bowtie shape and wider marks on one side anteriorly which indicates possible tibia-femoral misalignment. It is possible that the box end of the femoral component was hitting against the spine and caused damage to the anterior side of the spine post. Cause cannot be definitively determined; however, the tibio-femoral misalignment could have been a contributing factor. Evaluation: only the spine of the articular surface was returned for evaluation. The fracture occurred approximately at the base of the spine, and there are signs of wear. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis showed part of the fracture had mechanical deformation of the fracture features, and fatigue striations were observed, indicating fracture occurred by fatigue. Energy dispersive spectroscopy analysis showed a carbon peak typical of ummwpe, and a small peak of o.